Manufacturer narrative:
This complaint was identified during a recent clinical evaluation review/literature search of this device. The devices is a cordis sheath but the brand name, catalog and lot numbers re not available. The citation is as follows: valsecchi et al safety, feasibility and efficacy of transradial primary angioplasty in patients with acute myocardial infarction; (ital heart j 2003; 4 (5): 329-334);. Patient details including demographic information were not provided and is considered not available due to the age of the publication. A copy of the publication is attached to this report. As noted in the publication by valsecchi et al in safety, feasibility and efficacy of transradial primary angioplasty in patients with acute myocardial infarction; (ital heart j 2003; 4 (5): 329-334) report a case of death in 1 patient from the radial group. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Death is a known potential adverse event associated with interventional procedure and is listed in the IFU as such. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Event description:
As noted in the publication by valsecchi et al in safety, feasibility and efficacy of transradial primary angioplasty in patients with acute myocardial infarction; (ital heart j 2003; 4 (5): 329-334) report a case of death in 1 patient from the radial group.